Event description:
It was reported that during a coronary stent procedure, the wire had been advanced through the struts of a stent and became caught. Upon removal the tip of the wire fractured and was retrieved with a snare. Patient status is listed as "okay".